Event description:
During preventative maintenance of the device, the service technician reported the electronic gas delivery system would not pass inspection. The fio2 was not within specification. The device was returned for further investigation. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.